Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2017, product type: catheter. The pump was implanted in 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in finland via a company representative. The patient received unknown baclofen 2 mg/ml at an unknown dose via an implantable pump. The patient had a medical history of ¿sci¿ with severe spasticity. During normal use, in the night the patient and spouse had heard a critical pump alarm. On (B)(6) 2017, the pump was interrogated by a health care professional (hcp) and a motor stall had occurred ¿last night¿ for five hours but was recovered by morning. The pump was implanted in 2012, specific date not available, and ¿at the moment¿ the estimated elective replacement indicator (eri) ¿seems to be¿ 15 months. The eri of 15 months was expected by both the physician and the patient as normal timing for a pump replacement. The patient did report that he had a high daily dose of baclofen. As a result of this event, the patient¿s spasticity symptoms were so severe after the pump faced total motor stall that the patient had to be hospitalized on (B)(6) 2017 since the patient did not manage with oral/po baclofen tablets at home over the weekend before the pump replacement. There was no magnetic field exposure reported and no determined reason for the motor stall. The pump and the catheter were replaced on (B)(6) 2017. The patient reported that the baclofen daily dose with an old pump before replacement was 1050 mcg and was doing very well with his new pump 620 mcg baclofen daily with flex mode. At the time of the report it was unknown if the issue was resolved and the patient¿s status was alive-no injury. The pump would be sent for return on (B)(6) 2017. No further complications were reported/anticipated. Additional information was received. The pump was sent by the representative on (B)(6) 2017. The pump serial number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further provided that the model of the catheter was an 8709. The implant date was reported as ¿n/a¿ despite inquiry. In regards to the catheter replacement, it was now provided that they wanted to change the catheter at the same time with a new pump. They also wanted to put the tip of the new catheter higher for the efficacy of the intrathecal baclofen therapy. The catheter would not be returned per the physicians decision because he considered it had nothing to do with the motor stall of the pump. Further, the ¿faced total motor stall¿ was further clarified that the first time after patient heard critical alarm by night the pump recovered. However, after couple of days when alarm was heard again, they noticed at the hospital that recovery was not possible to get again. Also after removal of the pump they could not silence the critical alarm.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, lot# unknown, serial#unknown, implanted: unknown, explanted: (B)(6)2017, product type: catheter. Pump interrogation revealed the pump was delivering in flex mode at 1,079.5 mcg/day and that an 8780 was implanted. Analysis of the pump revealed residue in the motor gear train that contributed to the motor stall. In conclusion, analysis revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Catheter analysis revealed the catheter was returned in segments. The catheter body had damage to the transition tube, a compressed area and a user related hole. (If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause for not being able to silence the alarm after explant was not determined. As reported, the whole itb in the hospital were very experienced with pumps, programming, and n'vision working with these daily.